Event description:
It was reported that while using bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes small and big clotting occurred. This occurred on 3 separate occasions. There was no report of patient impact. The following information was provided by the initial reporter: blood was clotted. These clots was ranging from small to big or even whole tube.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k901449 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes small and big clotting occurred. This occurred on 3 separate occasions. There was no report of patient impact. The following information was provided by the initial reporter: blood was clotted. These clots was ranging from small to big or even whole tube.